Manufacturer narrative:
A direct correlation between hm3 lvas, and the reported event could not conclusively be established through this evaluation. The reported low flow alarms could not be confirmed during this evaluation as the log files were not submitted by the account. The patient was transfused with 2 units of packed red blood cells (prbcs), and changes to medication was made. The patient outcome was reported as resolved on 08oct2017. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The hm3 lvas IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient presented to emergency department with multiple low flow alarms continued to happen over another day or two. Gi was consulted and completed colonoscopy and upper endoscopy did not find the source of the bleeding. Found non-thrombosed hemorrhoids. No further information was provided.